Event description:
It was reported that the device was showing having five percent medication in the bag, but only seven was left. There was no reports of beeping overnight. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.